Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence on (B)(6) 2003 and mesh was implanted. The patient underwent another gynecological procedure on (B)(6) 2011 and mesh was implanted. It was also reported that the patient experienced pain, erosion of her internal tissues, voiding dysfunction, urgency and frequency, urinary/bowel problems, fistulae, recurrence, dyspareunia, and neuromuscular problems. It was further reported that she has undergone additional surgeries and revisionary procedures, including mesh removal on (B)(6) 2004 and reconstruction on (B)(6) 2011 due to vaginal vault prolapse. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 05/17/2016.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to defecatory dysfunction with "sigmoidocele" and enterocele, urinary retention and recurrent sui. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.